Event description:
The customer reported a suspected positive biological indicator (bi). Upon initial report, the customer stated that the customer recalled most of the items in the load meaning that not all items were recalled. Attempted to follow-up with the customer regarding whether or not all items were recalled and the customer was not available.